Manufacturer narrative:
This event occurred in (B)(6). The field service representative checked the sample pipettor flow path, exchanged the sample probe or sample pipettor assay, cleaned the sample pipettor flow path, and he adjusted the sample probe and sample probe outside rinse. The field service representative found that the tubing of the cuvette washing station was tangled, which resulted in less water dispensed into the cuvettes. He also found that an important seal piece was missing between the sample probe and the tubing. After the service was performed, the analyzer was running within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable glucose results for 1 patient sample and questionable potassium results for 1 patient sample on a cobas 6000 c501 module. Patient 1: the initial glucose result was 9 mg/dl and the repeated result was 124 mg/dl. Patient 2: on 9-oct-2020 the initial potassium result was 9.46 mmol/l and the repeated result was 4.74 mmol/l. The reagent lot numbers and expiration dates were requested but not provided. The results were not reported outside of the laboratory.